Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed. Device eval anticipated, but not yet begun.

Event description:
It has been reported to us that the occlusion balloon would not deflate when required during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician performed intervention. The physician attempted to deflate the balloon; however, the occlusion balloon would not deflate. The physician inspected the occlusion balloon wire and noticed that the gold marker band had been shifted. It was suggested that the physician use the method referenced in the instructions for use and cut the occlusion balloon wire to deflate the occlusion balloon; however, the physician decided to re-position the gold marker band and deflated the balloon by usual method. The pt is reported to be fine.